Manufacturer narrative:
The field service engineer determined there was an obstructed nozzle. The nozzle was cleaned. The cleaner nozzles were replaced and the cell rinse was adjusted. The compressor mounts were re-built. The operation of the analyzer was checked. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter stated they received a discrepant result for one patient sample tested with ise indirect na for gen.2 on a cobas 6000 c (501) module. No incorrect results were reported outside of the laboratory. The sample initially resulted with an na value of 380 mmol/l. The sample was repeated on a second analyzer, resulting with a value of 136 mmol/l. The repeat value was believed to be correct. The na electrode lot number and expiration date were requested, but not provided.